Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.